Event description:
The device user notified manufacturer that message code 390, which indicates low hepatic artery flow, appeared on the device screen six hours into the perfusion. The device user stated, "it looks as if this flow was decreasing gradually over time". A service engineer (se) went to the customer's facility to evaluate the device. The se did not observe any issues related to the reported arterial flow event during evaluation of the device. An unrelated battery issue was identified during the evaluation which was resolved by replacing the batteries. Subsequently, the device passed functional testing. The conclusion of the investigation is that the orientation of the liver and cannula appeared to be inconsistent with the manufacturers labeling/training and likely contributed to the insufficient hepatic perfusion. However, this remains inconclusive due to insufficient evidence.

Manufacturer narrative:
Section b5, which previously indicated no device issue was identified, was corrected. Although the evaluation of the device did not identify any issues related to the reported arterial flow issue, a battery issue was identified which was resolve by replacing the device batteries.

Event description:
The device user notified manufacturer that message code 390, which indicates low hepatic artery flow, appeared on the device screen six hours into the perfusion. The device user stated, "it looks as if this flow was decreasing gradually over time". A service engineer (se) went to the customer's facility to evaluate the device. The se did not observe any issues during their evaluation of the device. The conclusion of the investigation is that the orientation of the liver and cannula appeared to be inconsistent with the manufacturers labeling/training and likely contributed to the insufficient hepatic perfusion. However, this remains inconclusive due to insufficient evidence.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements made to the company's complaint handling processes. This event is being filed in accordance with a CAPA which has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Prior to the reported message code 390 issue, a clinical specialist (cs) assisted the device user remotely. The surgeon had questions regarding the orientation of the liver in the bowl. The cs noticed that the hepatic artery & portal vein cannula were connected and sitting in an anticlockwise orientation. The cs recommended that the surgeon lay the cannula in a clockwise orientation with the infrahepatic inferior vena cava (ivc) cannula pointing at the bile collection system which is consistent with the labeling/training for the device. The surgeon turned the liver and connected the ivc. The cs advised the surgeon to disconnect the ha & pv and lay them the same way as the ivc, but the surgeon ensured the cs that the vessels were in a relaxed position and started perfusion. When the device displayed error code 390 about six hours later, the hepatic artery was patent, but no flow reading displayed on the device screen. Troubleshooting was attempted. The donor liver was determined to no longer be viable for transplantation by the physician. Thus, the liver was discarded.